Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump started to scroll without input during a bolus. She did not know the blood glucose reading. Customer reported that she had removed the battery and replaced it and then received a button error alarm. She stated that the insulin pump had been dropped in water about one month prior. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to a corroded keypad trace. No number scrolling anomaly was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.